Event description:
I rec'd a fat reducing treatment known as 'coolsculpting'. Twice in six months ((B)(6) 2013) per doctor's recommendation. The company providing this machine is known as zeltiq. Not only were results nil, but I have developed hyperplasia in abdomen region as result. I am not alone! One can read countless testimonials via (B)(6), with similar results. I strongly urge FDA to investigate zeltiq and the coolsculpting machine manufacturers. This procedure has proven fraudulent for hundreds, male and female alike. I have been aware that zeltiq knows of these negative results. I want to file a claim as well as complaint.